Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.